Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a fundoplication while stitching through the stomach the needle broke in the middle. The needle part could not be found anymore. The surgeon does not see problem when needle stays in the patient. A new reload was used to correct the condition.